Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line and false upstream occlusion were not reproduced. A review of the event history log revealed air in line and upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were not verified. The cause of the condition was determined to be an within specification. During functional testing, an there is no click when using 2 thumbs to close the door was reproduced. A review of the event history log revealed two occurrences of the 'door jammed!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined door was hard to close. The hooks requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line and upstream occlusion and displayed a 'door not fully latched' error. This occurred in the level 2 infusion center when the patient was connected. There was no known patient injury or medical intervention associated with this event. No additional information is available.